Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly after cardiac resynchronization therapy defibrillator (crt-d) pocket closure, the right ventricular (rv) lead exhibited undefined high pacing impedance measurements and undefined high rv defibrillation impedance measurements. Also, the right atrial (ra) lead exhibited high undefined impedance. During the implant procedure, the impedance measurements were within range. The pocket was reopened to check the connection; no issue was identified. After reconnection, the rv lead and ra lead still exhibited undefined high pacing and rv defibrillation impedance measurements. The crt-d was explanted and replaced, and the rv lead impedances were within normal range on the replacement crt-d. The ra lead was cut and capped. The rv lead remains in use. No patient complications have been reported as a result of this event.